Event description:
Customer reported an issue with the anestar anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's flow sensor. System was tested, calibrated and safety tested to factory's specs.